Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the undetected upstream occlusion, which was confirmed and reproduced. Evaluation found the pressure plate travel was out of specification, causing the reported symptom. The device was recalibrated to correct this condition. (B)(4).

Event description:
It was reported that a spectrum pump failed to detect an upstream occlusion. It was also reported there was no patient involvement.